Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to regurgitation in the form of a severe paravalvular leak (pvl) and the patient presented with hemodynamic instability. Subsequently, a balloon aortic valvuloplasty (bav) was planned for treatment. Per the physician, the patient's calcified anatomy and the depth of the valve implant contributed to the event.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to regurgitation in the form of a severe paravalvular leak (pvl) and the patient presented with hemodynamic instability. Subsequently, a balloon aortic valvuloplasty (bav) was planned for treatment. Per the physician, the patient's calcified anatomy and the depth of the valve implant contributed to the event. Additional information was received indicating that no bav was performed. A surgical procedure was planned for treatment instead.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to regurgitation in the form of a severe paravalvular leak (pvl) and the patient presented with hemodynamic instability. Subsequently, a balloon aortic valvuloplasty (bav) was planned for treatment. Per the physician, the patient's calcified anatomy and the depth of the valve implant contributed to the event. Additional information was received indicating that no bav was performed. A surgical procedure was planned for treatment instead. Additional information was received indicating that the surgery planned was a transcatheter valve explant procedure with surgical valve implant.

Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two static images were provided for review. Patient¿s executive summary was not provided for anatomical review. The two images provided show the valve deployed just prior to the point of no recapture significantly under expanded and a depth of approximately 0mm on the non-coronary cusp. Per medtronic best practices, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(> <<)>1 mm or >5 mm, consider recapture. Furthermore, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Images of the released valve were not provided. However, it was reported that severe paravalvular leak occurred leading to hemodynamically instability and a post implant dilatation was planned for treatment. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.